Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported being hospitalized on (B)(6) 2010 due to elevated blood glucose (value not provided). The pt attempted to lower blood glucose by adjusting the basal rates of the infusion device per the diabetes nurse. His normal blood glucose range is 5-15 mmol/l (90-270 mg/dl). No further info is available. The infusion device was requested to be returned for eval.